Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer later provided the following regarding their reprocessing information and ("survey results regarding foreign matter"); there was no malfunction of reprocessing accessories or delays in manual cleaning or pre-cleaning. The surface of the scope was wiped during pre-cleaning. They used the cb18-t5050/23-b for brushing during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: -the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. -the instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a foreign material was detected at the distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, there was no customer¿s allegation associated with the complaint. During device inspection, it was identified a distal end with a brown foreign material. The reported fault was likely a result of mishandling. Additional findings are as follows: (a.) Air/water-cylinder had no color, (b.) The suction cylinder had no color, (c.) The label on the suction- connector was damaged, (d.) Due to wear of angle wire, bending angle in right direction did not meet the standard value, (e.) The distal end was dirty, (f.) The distal end had foreign material or stain, (g.) And there was corrosion around the forceps elevator. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.